Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the clips were scissoring. There was some bleeding that was controlled with wound seal. Another device was used to continue the procedure. There was no patient impact reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the event reported the device was functionally evaluated. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.